Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy, the parts of the jaw that open and close started to peel and came apart. Nothing fell into patient's cavity. A new device was used to complete the case. There was no patient injury.